Event description:
As reported by the user facility: ref# 8713050u, serial# (B)(4), 1 item, reported (B)(4) 2013. Reports under infusion. Issue occurred 3 times, programmed amount took and extra hour to infuse. No pump alarms until the bag was empty. Noticed pump was shaking in pole clamp and was extra loud in infusion, "seemed like it was struggling to pull fluid". Set used was (B)(4), no air in line, no alarms, no pt injury, customer unable to give exact details as issues occurred at least 2 weeks ago. Ref. MFR # 9610825-2013-00274.